Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, the customer received a power source alert after plugging the pump into a wall outlet using the tandem-provided wall adapter. The customer's blood glucose (bg) was 230 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after the customer used an alternate wall adapter to charge the pump. The customer continued to use the pump for insulin therapy.